Manufacturer narrative:
On 2/4/2021, the product investigation was completed as the complaint device was not received. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a lasso¿ 2515 variable circular mapping catheter and suffered cardiac tamponade requiring medication. While mapping the atrium with the ablation catheter, a pericardial effusion occurred. No excessive contact force was noted. An echo exam was performed which revealed a pericardial effusion. No drain was placed and only medication was administered to stabilize the patient. Procedure was stopped. No additional patient adverse event. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30251404l, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a lasso¿ 2515 variable circular mapping catheter and suffered cardiac tamponade requiring medication. While mapping the atrium with the ablation catheter, a pericardial effusion occurred. No excessive contact force was noted. An echo exam was performed which revealed a pericardial effusion. No drain was placed and only medication was administered to stabilize the patient. Procedure was stopped. No additional patient adverse event. Since intervention was required to stabilize the patient and the procedure was aborted this event will be conservatively reported under the lasso catheter.